Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 11:15 pm, the patient obtained the blood glucose readings of 380 mg/dl, 360 mg/dl and 396 mg/dl on the reported meter, the reading of 242 mg/dl on a second meter, and the readings of 230 mg/dl and 250 mg/dl on a third meter, within 30 minutes of each other. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient noted that on (B)(6), 2010, she contacted her physician for assistance/advice; she was unable to provide her meter readings taken that day. The hcp advised the patient to take a bolus of nine units humalog insulin using her pump. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within expiration dating, and the meter was programmed for the correct calibration code number. Quality control testing was performed during the call, with failing results out of range high. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not report any symptoms, and the meter readings correlated with the treatment. However, as the test results fell outside expected values for meter-to-meter accuracy testing, and due to the failing control solution results, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.